Manufacturer narrative:
Device investigation narrative - one truepass suture passer w/self-capture feature and one truepass needle were returned for evaluation for the complaint of not passing suture properly. Device was functionally tested with the needle and a piece of ultrabraid suture, the needle was able to pick up the suture and the self-capture feature captured the suture as intended. Reported complaint of not passing suture properly could not be replicated. Further investigation is not warranted at this time. Device evaluated by the manufacturer. Device initially reported as labeled for single use - is not single use. Evaluation codes updated. Usage initially reported as initial use - corrected to reuse. (B)(4).

Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported that the truepass suture passer self-capture and truepass needle would not catch the suture. It was noted that the surgeon was trying to fire the suture through the tissue and the suture would not catch. Surgeon used a competitors device to finish case. A ten minute delay was noted and no patient impact.